Event description:
Femtosecond laser used to cut a pocket for a corneal inlay; after the cut, the pocket border/entry could not be opened; patient sent home without receiving inlay.

Manufacturer narrative:
Treatment was performed using parameter settings derived from previous experience with (B)(6) eyes rather than device defaults. It is assumed that energy levels were too low for a successful border cut on a (B)(6) eye.